Event description:
The customer reported obtaining erroneous high results for sodium (na) for multiple patients involving the au5800 clinical chemistry analyzer. Investigation identified that all ion selective electrode (ise) assays; sodium (na), potassium (k) and chloride (cl), were showing the erratic high result recovery as well. No erroneous results were reported out of the laboratory. There was no impact to patient treatment. Customer erroneous results included very high results that repeated normal as well as unexpected, very high repeat results for samples. Customer stated ise calibrations were passing and controls (qc) had acceptable recovery meeting facility established ranges. The customer did not indicate any error flags associated with the event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the system. The fse determined that cause of the ise system issues was the buffer valve. Fse replaced the valve to restore the system. There were no further reports of issues. Associated MDR 9612296-2015-00040. (B)(4).